Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The stent was not returned. The inner and outer shaft were completely detached from the handle. The handle had been taken apart as returned. The rack was not connected to handle. The tip was attached to the inner shaft as-received. A kink was noticed in the internal component of the handle. The inner shaft was kinked at the end of the rack. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that deployment difficulty and stent damage occurred. The target lesion was located in the highly calcified superficial femoral artery. Following pre-dilation with a 5mm charger balloon catheter, a 6 x 200 x 130 innova stent was advanced with lots of difficulty. The stent was started to deploy using the thumb wheel and then with the pull grip, but it snapped very easily. At that point, the stent was not finished unsheathing. The catheter was attempted to be pulled, then it started to stretch the stent out and ended up having to take apart the handle to expose all the different layers of the sheathing and deployed the stent. The patient's vessel looked fine; however, it was noted that the stent was stretched in some areas. Balloon angioplasty was performed and the procedure was completed. No patient complications were reported and the patient's status was fine.